Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. (B)(6) 2019 and (B)(6) 2019 were reported as injection dates. However, the injection date was not specified per product. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient, about a month apart from each injection, with juvederm voluma with lidocaine in the chin and cheek and juvederm volift with lidocaine in the chin. Prior to the injection, the patient was prepped with anesthesia. About 2 weeks after the last injection, the patient developed swelling in the chin. Patient was prescribed with treatment due to the inflammation. The patient was given ldm. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2019-00670 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvederm voluma with lidocaine, also a device manufactured by allergan.